Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd ¿ pen needle there was an issue with leakage.

Manufacturer narrative:
Additional information: device lot number was identified. The information for the lot number is as follows: d.4. Medical device lot #: 8278516. D.4. Medical device expiration date: 09/30/2021. H.4. Device manufacture date: 05/10/2018. Correction: b.5. Describe event or problem: it was reported that tubing broke off of butterfly portion of bd nexiva¿ closed IV catheter system IV which was still inside of patient causing blood to leak. Investigation summary: no sample (units) or photos were provided for this incident. DHR review was previously conducted for this investigation, which revealed lot 8278516 was built and packaged on nfa line 1 from (B)(6) through (B)(6) 2018 for the quantity of 427,930 ea. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. During this lot build there we six temporary deviations in effect. One td is relevant to the reported defect. Disposition, root cause and corrective action for the qns, were applied according to the quality control plan. Investigation conclusion: it is possible the defect identified in this incident was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol 18449) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. Root cause description: because samples were not provided, the alleged defect was not identified or confirmed therefore a definite root cause was not established. Rationale: peura (end user risk analysis) was analyzed to determine the risk to customer. With limited severity and occasional occurrence, the risk to the end user is acceptable. CAPA 684099 was opened to investigate the separation adapter from tubing complaints and implement corrective actions.

Event description:
It was reported that tubing broke off of butterfly portion of bd nexiva¿ closed IV catheter system IV which was still inside of patient causing blood to leak. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for evaluation. DHR review was previously conducted for this investigation, which revealed the following: lot 8278516; was built and packaged on nfa line 1 from 05oct2018 through 14oct2018 for the quantity of 427,930 ea. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. There were six quality notifications initiated for this lot. Only one is relevant to the reported defect. ¿increase of sampling of zone 8 parts for tubing separation.¿ investigation conclusion: the failure mode of detached extension tubing can be caused by an insufficient amount of adhesive dispensed to fully bond the tubing to the catheter adapter. Root cause description: note that because samples were not provided, the alleged defect was not identified or confirmed therefore a definite root cause was not established. Rationale: rm5796 rev 16(o) nexiva p-eura identifies the failure mode of extension tubing detached from the catheter adapter with cause of failure being insufficient adhesive, and it states that the effects of minor leakage and two or more piv insertions have a limited severity with ranking s2. The end user effects of minor leakage and two or more piv insertions have occasional occurrence of o3 (=100 ipm) for the failure mode of extension tubing detached from catheter adapter. With limited severity and occasional occurrence, the risk to the end user is acceptable. CAPA 684099 was opened to investigate the separation adapter from tubing complaints and implement corrective actions.

Event description:
It was reported that during use of the unspecified bd ¿ pen needle there was an issue with leakage.